Event description:
It was reported that during a moderately calcified right coronary artery stenting procedure, during advancement of the 3.0x15mm xience v stent through the 6f guideliner, resistance was met; however, advancement continued. Upon arrival at the lesion, the stent could not be visualized, but the balloon was inflated just in case the stent was there. During removal of the stent delivery system through the guideliner, the stent was noted to be on the balloon. It was felt that the stent dislodged in the guide liner and upon removal of the stent delivery system through the guideliner, the balloon picked up the stent. There was no adverse patient sequela reported. The guideliner was removed and two non-abbott stents were delivered successfully to the lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible on the stent implant, balloon and contrast in the inflation lumen and in the balloon, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was returned dislodged from the balloon. There were mangled distal struts on the first and second row of the stent implant. There were bent proximal struts on the first row at the proximal end of the stent implant. There were flared middle struts. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were two kinks in the hypotube 11.5 cm and 54.8 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Difficulty advancing the sds through the guiding catheter may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, guiding catheter damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for stent damage and crimped stent profile. The dimensional and functional tests were not done due to the damage noted to the sds. The guide liner used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. In this case, it is possible there was damage to the guide liner, as it was reported another device could not advance through and damage to the stent was noted. Therefore, it is possible the stent was damaged during advancement in the guide liner, as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. As the stent became damaged, as force was applied in the attempts to advance the sds, this would contribute to the stent ultimately dislodging. It should be noted the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. As the stent would have dislodged during advancement, this would contribute to the inability to visualize the stent on the balloon. Furthermore, during retraction it is likely the stent was inadvertently caught back on the balloon. Handling during packaging for return to abbott vascular for analysis would have contributed to the stent dislodging from the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position or stent dislodgment for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the difficulty positioning the sds in the guiding catheter could not be determined; however the stent dislodgement and difficulty visualizing the stent appear to be related to the operational context of the procedure.